Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40 mg/dl range. The cause for low bg levels was unknown. Customer addressed bg levels with glucose tablets. Recommendation was made to discuss diabetes management with customer's health care professional.